Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test, pressure transducer test and patient circuit test during pre-use check. There was no patient involvement. Identification of issue has been done by analyzing problem description, service report, device¿s logs and attached photos. During on-site visit the technician check the device and sign of oxidation has been found on the pneumatic back-plane board. The defective part has been replaced. The device passed all performance tests and could be returned to clinical use. No further failures were reported. The pneumatic back-plane board is an interconnecting board including connectors for cables to the gas modules as well as to the safety valve and to the o2 sensor/cell and the temperature sensor. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. The pcb were not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. Review of the provided device's logs confirmed the occurrence of the reported issue. The sign of fluid ingress was confirmed on provided photo of the board. Moreover, there is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was, hence the root cause of the issue has not been determined.

Event description:
It was reported that the ventilator failed the internal leakage test, pressure transducer test and patient circuit test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).